Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20x1.5 mm balloon ruptured at less than rated burst pressure. The number of inflations and the pressures reached are unknown. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous mid right coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Patient status is reported as `good'.

Manufacturer narrative:
The shop floor paperwork for this batch has been reviewed and all manufacturing and quality assurance testing was carried out. The shop floor paperwork review confirms that this device met its specifications. No other complaints have been received for this batch of devices. The exact cause of the complaint incident could not be determined.